Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was unable to finish troubleshooting with tandem technical support but was provided with information to reset the pump to resolve the issue. The customer planned to revert to an alternate method of insulin therapy until the reset could be performed. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.